Manufacturer narrative:
The pump was received with currents within specification. No unexpected low battery alarms were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a weak battery and low battery. No excessive button pressing was performed, the backlight was not frequently used, there were no unattended alarms, and set rewinds were not performed daily. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.